Event description:
It was reported by service report that the motion interrupt pan was hanging on the head right corner. There was patient involvement; however, the customer reported that they did not know if there adverse consequences to report.

Manufacturer narrative:
Results: motion interrupt pan.